Event description:
It was reported that the catheter was implanted in 2004. It was sutured to the anterior chest wall. A subcutaneous stitch was not placed due to the lack of significant subcutaneous tissue. During dialysis at the dialysis center, the catheter became "dislodged" from the pt. The pt was transferred to the hosp to remove the retained cuff and to place another dialysis catheter fluoroscopically. The pt was discharged from outpatient radiology in satisfactory condition with no complications.